Event description:
(B)(4). It was reported that a single flat panel arm detached from the suspension as a result of the user impacting the flat panel arm with an equipment boom. There was no reported pt involvement and no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, thus not pt info is available. The actual device was evaluated and repaired in the field on (B)(4) 2012. Eval summary: through investigation, it was determined that the flat panel suspension arm was damaged due to a user accidentally impacting the articulating arm of an equipment boom onto the horizontal arm of the flat panel suspension bending the down tube and breaking the welds on the arm. This resulted in the flat panel arm detaching from the suspension. This issue was due to abnormal use of the device by the user. The flat panel suspension was replaced. There was no pt involvement reported and no adverse consequences.